Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the dermal suturing, when the first stitch was made and the needle got through the loop, the loop broke although no force was added ,and the thread came through out. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted 1 suture and 1 needle. The suture was received with an open loop. It was observed, under magnification, that the suture appeared to have split under tension. Evidence of material transfer was also observed under microscopic inspection of the loop. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.